Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, a piece of the grey jaw covering became dislodged. They were able to retrieve the small piece from within the patient's leg. No harm was caused during the extraction.. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Trackwise ID (B)(6). The device was returned to the factory on (B)(6)2019 and investigated on (B)(6)2020 . Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual device inspection was conducted. The silicone insulation on the cold jaw was approximately a quarter way torn and detached, exposing the metal from the tip. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. Based on the condition of the device as found, it was confirmed for the reported failure "peeled jaw¿ and confirmed for the analyzed failure ¿material twisted / bent.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, a piece of the grey jaw covering became dislodged. They were able to retrieve the small piece from within the patient's leg. No harm was caused during the extraction. A replacement device was used to complete the procedure. The hospital did not report any patient effects.